Manufacturer narrative:
Additional information section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. The photographs show what appears to be a set (2) of eyes implanted with the intraocular lens (iol). Lens edge imperfections (looks like particles and residuals attached to the lens) can be observed in both photographs. If confirmed that the observed residuals remain attached to the iol, per their location, it is not expected to have a clinical impact. However, the definitive impact and the issue potential root cause cannot be determined from a picture assessment. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section b3 - date of event: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lenses (iol) were found to have poorly polished edges with visible turning marks. Follow-up revealed that the lenses were implanted in two different patients, the lenses remain implanted to this day and the reported defect has not affected the patients' vision. No further information has been provided. Note: this report is to capture one of the two devices. A separate report is being submitted to capture the other device.